Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device could not be returned for evaluation. The imaging provided shows that the superior anchor of the superior spacer had backed out post operatively. Additional information provided that during the surgery, the surgeon was not able to impact the anchors far back enough to properly block them with the set screw. The surgeon partially rotated the set screw but was no table to rotate it to the full 90 degrees such that the anchors were properly blocked. No determinations could be made as to the cause of the reported issue. The following sections have been updated: b4; g6; h10. B4, e1, g6, h2, h6, h10.

Event description:
It was reported that a revision surgery was needed to replace coalition mis spacers that backed out post operatively.